Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: e1: initial reporter city : should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating from an unspecified location of a u9000 set during self-detecting while priming. The set and unspecified machine were replaced. There was no patient involvement. No additional information is available.